Event description:
V-loc 180 loaded into a disposable endostitch; while in use the tip of the suture broke off. The broken tip piece was too small for visualization by x-ray. Despite search, tip never located. Case continued with another endostitch.